Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (wires exposed and service code 204) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, the trunk cable was pulled out. The root cause for the strained cable was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt wires were exposed and displaying a service code 204.